Event description:
The pt was scheduled for placement of a ureteral stent. Ureteral stent was successfully implanted. An attempt was made to extract the plastic stiffener on the stent and a portion of the plastic broke off and was left in the kidney. Unsuccessful attempts were made to retrieve the plastic stiffener. Referring physician was notified. Pt returned to floor in good condition.